Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The physician inflated the 12mm x 2.75mm quantum apex balloon catheter several times to successfully pre-dilate the lesion and a bare metal stent was implanted. Next, the quantum apex balloon catheter was advanced to post-dilate the stent, however, when the balloon was inflated, the balloon ruptured. The number of inflations and atms used are not known. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)